Event description:
It was reported a shaft break occurred. A guidezilla¿ was used during the procedure when the shaft broke at the connection part while outside of the patient. No patient complications were reported and the procedure was completed with another same device. The patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood in the lumen. Microscopic examination revealed numerous kinks. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Damage was found at the collar of the device. The ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a shaft break occurred. A guidezilla was used during the procedure when the shaft broke at the connection part while outside of the patient. No patient complications were reported and the procedure was completed with another same device. The patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).